Event description:
It was reported the customer had a keypad anomaly. The customer's mother stated their buttons were sticking. It was also reported the customer received a button error alarm. The customer replaced their battery, but the keypad anomaly persisted. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.